Manufacturer narrative:
Previous to and during this procedure, the operators of the unit noticed it made loud noises and emitted noxious fumes, but the did not call for svc. After it failed, sys was serviced on 3/22/07 for a bad high voltage generator (ltg). Also replaced hv plug on psc and blow flange. What the hosp was reporting, was the interruption.